Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing a syncopal episode. Review of the patient's pacemaker revealed loss of capture and oversensing of noise leading to pacing inhibition on the right ventricular channel. Surgical intervention was performed and the patient's competitor right atrial and ventricular leads were reposition. The pacemaker continues to remain implanted and in service. No additional adverse patient effects were reported.